Event description:
Heater wire in bear circuit catches in the valved-t. When the cap of the valved-t is open, it causes a large leak in the ventilator circuit. User is concerned this is a design problem which has the potential to adversely affect the pt. Problem has been reported to baxter in oct. 1996 and discussed with baxter rep. But problem continues.